Event description:
During baxter's evaluation of a spectrum pump, it displayed the door not fully latched message. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the door not fully latched alarm, which was reproduced after an IV set was loaded. The messages were found to be caused by a failed upper link switch on the upper auxiliary assembly. The failed upper auxiliary assembly was replaced.